Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2021. After the sensor was inserted, the patient started to bleed at the insertion site. The patient reported that the event required two stitches at the site that were done by their relative who is a dermatologist. Additionally, the patient reported they take plavix (blood thinner) for history of a stroke several years ago. At the time of the report, the patient was doing okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2021. After the sensor was inserted, the patient started to bleed at the insertion site. The patient reported that the event required two stitches at the site that were done by their relative who is a dermatologist. Additionally, the patient reported they take plavix (blood thinner) for history of a stroke several years ago. At the time of the report, the patient was doing okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.